Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump was shutting off without warning. Customer's blood glucose was not known. The customer had since replaced the battery in the insulin pump and the insulin pump was already on. It was advised the customer would be sent a new battery cap. The insulin pump will not be returning at this time for analysis.